Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing leading to intermittent loss of pacing was observed on the device. Abbott technical support was contacted and confirmed that the oversensing was due to electrocautery used during the procedure. The patient was stable following the procedure and there were no adverse consequences.